Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. He cp was prepped, inserted and initiated on auto and they proceeded with percutaneous coronary intervention ( pci) successfully. During cp support the nurse reported ¿impella position in aorta¿. Echocardiogram showed inlet above aorta valve. Decision was made to take the patient to the cath lab. Upon arrival, additionally it was noted that the patient had red urine, oozing at groin site and significant hematoma development at insertion site. Decision made to remove impella, hemodynamics stable. Patient is stable post explant.

Manufacturer narrative:
The investigation for the reported positioning issue, hematoma, and hematuria has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the positioning issue, hematoma, and hematuria could not be determined.